Event description:
Patient had been experiencing more frequent re-charge intervals and had also noticed a burning/shocking sensation at the lead/ext connection site associated with pressure. Therapy impedances were: 170 ohms, and 123 ohms for programs a1 and a2, respectively. An exhaustive impedance check did not reveal any suspicious shorts; it showed an open on electrode 12. Both programs had multiple active electrodes explaining the lower therapeutic impedances. Parameters for a1/a2: pw 450, 130 hz, 4.0v. Recharging interval was calculated to be every 3-5 days with those settings. The patient was recharging when battery got down to 25-50% full. The device showed 31 re-charging sessions lasting approximately 2.4 hours each since last visit. The patient stated that she did not need to sit still to maintain full eight bars of coupling and that she recharged for 4-6 hours each day. The system was revised. It was reconnected and moved to an alternate location. The problem was solved. The patient was reported to have recovered without sequela.